Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The endoscope device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. There were no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the results of the evaluation, the reported complaint for "poor quality image" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became foggy. The hospital could no longer see clearly. All measures to clean and eliminate the fogging of the device were attempted. In addition, it was confirmed that the device was cleaned and sterilized during sterilization as per the instructions for use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became foggy. The hospital could no longer see clearly. All measures to clean and eliminate the fogging of the device were attempted. In addition, it was confirmed that the device was cleaned and sterilized during sterilization as per the instructions for use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.